Event description:
It was reported that after implant, when inducing vf a message displayed; this function is not available due to possible failure of the output circuitry. The pocket was re-opened and the integrity of the lead and connections were checked. No anomalies were found. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the alert for possible output circuit damage and noise via review of the device image and stored electrograms. The device passed all bench and automated tests. The high hvli and resultant alert for possible output circuit damage are consistent with an open load shock. It is believed that the device was programmed and delivered hv therapy due to oversensed noise prior to or during implant.